Manufacturer narrative:
It was reported that left hip revision surgery was performed. During surgery, the bhr head was removed. The dysplasia cup and screw remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head, dysplasia cup and screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the dysplasia cup and screw. Similar complaints have been identified for the head and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. It is unknown if the increased anteversion related to the implantation of the stem of the femoral component through the cortical portions of the femoral neck led to accelerated wear, discolored fluid and the metallosis noted intraoperatively. Although the reported pain, elevated metal ions, gray tissue staining and caseous material may be consistent osteolysis and metallosis, the root cause of the osteolysis and metallosis cannot be confirmed nor can it be concluded that the clinical reactions are associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to metallosis resulting in increasing pain and elevated metal ion levels.